Event description:
The reporter had gotten several er1 messages while doing blood tests. She stated that she had no symptoms at the time, and always did another blood test. She said that she would get a blood sugar result the second time.